Manufacturer narrative:
G4: PMA/510k # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. The customer provided the device logs for review. The issue was able to be reproduced under cold startup conditions; however, it was not reproduced once the unit had warmed up. The log file review confirmed the presence of the reported alarms. Technical support recommended to the customer that the inspiration valve be replaced, then perform the basic unit tests, complete calibration and verification. At this time, zoll has not received confirmation from the customer regarding the completion of the recommended repairs.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. D4: some information was not provided and is unknown; therefore, a complete UDI cannot be provided. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Customer stated that the device exhibited technical failure alarms 300, 316, 545 and 400 during startup. There was no patient involvement reported.